Manufacturer narrative:
(B)(4). (B)(4), tprlc 133 mp type1 pps ho 14.0, unknown. (B)(4), cer bioloxd option hd 36mm, unk. Unknown, unknown e1 maxrom liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06152, 0001825034-2018-06151, 0001825034-2018-06148. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient's left hip underwent I&d due to nonhealing surgical wound approximately one month post implantation. No further information is available at this time.

Manufacturer narrative:
Upon reassessment of the complaint it was determined that the complaint was already reported on 0001825034-2015-00947. The initial report submitted should be voided.